Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-12200. It was reported the patient experienced a painful shocking sensation from the leads when the stimulation was turned on. The patient wants the system explanted and is looking for a new physician.